Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for unintended movement from the joystick. The underlying cause has been identified as a foreign substance. There were cockroaches in the joystick housing and on the pcb. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The joystick had a fault and the chair drove by itself while tech troubleshot joystick.